Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned for additional evaluation and investigation. It was reported that the physician does not know why the catheter sheared. Per the instructions for use of the device, catheter tears and breaks are known possible risks of use of the device. Internal complaint number: (B)(4).

Event description:
Patient tracking received a catheter revision tracking form reporting a catheter revision due to it being "broken". Additional communication with the representative covering the issue confirmed that the catheter was sheared at the entry point in the patient's spine. This catheter damage was diagnosed with a cap procedure which observed that dye was pooled outside of the spine. It was reported that the patient alleged a lack of efficacy of their therapy. During the revision surgery, the catheter was tied off and not removed.